Event description:
The following was reported to hamilton medical ag: during setup, customer turns on vent and sees visual and audio alarms. Tf 485001, 444001 (batteries completely discharged), 446029, 785003 no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).